Event description:
The balloon of the blunt tip trocar ruptured and was discovered after it was inserted into pt's abdomen. The trocar was removed and replaced. It was examined for possible causes as well as potential missing fragments, which was not able to be determined. The surgeons looked around the abdominal cavity, connected new trocar to search for possible fragments, and none were found.